Manufacturer narrative:
On jun 24, 2016 the supplier of the forged stem sent back the full report of their investigation performed on the retrieved item, with the following comment: "we could not detect any apparent issue regarding the structural and metallurgical integrity. We also included some tests of some amistem forgings currently in production and at stock at our facility for some micro- and macrostructural investigations. We strongly believe that the damage was caused by some abnormal impaction forces at the edge of the "half moon and the evidence on the investigated surface seems to support this assumption"

Manufacturer narrative:
Additional information received from the initial reporter on 03 may 2016 and includes: the piece fell in the wound, it was all removed successfully. The surgeon told he probably hit with the stem impactor on the part were the piece jumped off. Batch review performed on 20 may 2016. Lot 155654: (B)(4) items manufactured and released on 18 december 2015. Expiration date: 2020-12-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device received but not yet analyzed.

Event description:
Damaged stem. During implantation, metal piece jumped off. The stem was removed and another one has been implanted.

Manufacturer narrative:
On 09 june 2016 the r&d project manager performed a visual inspection of the retrieved implant and commented as follows: observing the femoral stem, no particular sign can be noted, except on the lateral border of the impaction socket. The external supplier of the implant forge will analyse the slight deformation/breakage on such a border. A metallographic analysis will be performed. The ha on the stem is completely present, except for a small spot on the lateral surface of the stem, in the proximal region. With the information we have till now, it is not possible to determine the root cause of the event. We will wait the report of the metallographic analysis.